Manufacturer narrative:
Additional information was received that the physician did not believe that the patient's worsening anxiety was caused by the device.

Event description:
A report was received that the patient developed a worsening anxiety problem. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient developed a worsening anxiety problem. The patient underwent an explant procedure.